Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly. The hosp did not report any pt effects. The event date provided by the facility is an estimated date. The hosp will not be providing any add'l info regarding this event. The hosp provided the following three heartstring iii lot numbers; however, they are unable to advise which lot number was involved in this case: 25078261, 25077921, 25081729.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for each of the reported product lot numbers provided by the facility. There were no nonconformances recorded in the lot histories. (B)(4).